Event description:
A review of service data detected a reportable problem. Upon servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval. The electrode belt failed a pulse lead hi-pot test. The cause for the test failure was isolated to an exposed pulse wire in the distribution node. The root cause for the exposed wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any problems.